Event description:
A senior registrar reported that since one year, the expected powers calculated according to formulas were not received for several patients. According to the reporter, the lenses did not hold their power. The reporter indicated as an example that for a -0.5d correction based on calculations for a +0.5d refraction the postoperative result was -3.0d. Directions for use were followed according to the reporter. Attempts have been made to obtain additional information. The reporter is unwilling to provide further information. This is one of two medical device reports being filed for the same facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts have been made to obtain additional information. The reporter is unwilling to provide further information. (B)(4).